Event description:
The report we rec'd from the affiliate indicated that during preparation for the procedure, the physician found a kink on the wire. Consequently, the wire was not used in the pt. Further info indicated that there were no damages noted on the prod packaging. The prod was returned for eval and visual analysis identified the distal coil wraps were displaced distally creating a stretched region of the distal tip.

Manufacturer narrative:
Before using a stabilizer steerable guidewire in a procedure, the wire was found kinked. The wire was not used. Analysis of the returned prod confirmed not only kinks and bends on the wire, but also a stretched region on the coil. As rec'd, the specimen does not present any indication of mfg defect or anomaly. The device is visually and dimensionally correct. The damage presented to the distal 2.30 cm of the specimen appears consistent with the removal of the device from the dispenser assembly by incorrect means. The bend damage to the distal tip region, combined with the displaced and stretched coils, appears indicative of grasping the specimen wire by the distal tip to remove the wire from the dispenser assembly. As described in the IFU, "to prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft." The original complaint was confirmed, with add'l damage being identified during analysis. Review of the available info suggests that device handling may have contributed to the damage.